Event description:
The customer contact reported a separation. The tubing set was being used to deliver of unspecified saline solution via pump at a rate of 60ml/hour. It was reported that at 1100, the pt was out of bed and pulled the tubing set. At this time it was reported that the tubing separated from the left of the y-site and an unspecified volume of saline solution leaked. The customer contact reported that the tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. No add'l info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number. (B)(4). The international affiliate was contacted and info on reprocessing of the device was requested. No response has been received. This report represents all the info known by the reporter upon query by hospira personnel.